Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston was not moving and not allowing to fill the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that it was not allowing me to load the reservoir. The insulin pump had an insulin flow blocked. The customer rewind the insulin pump and were going to do a displacement test, but the insulin pump came back with complete even though no reservoir was in place. The device will be returned for analysis.